Manufacturer narrative:
(B)(4). D10: unknown head unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial right hip arthroplasty on an unknown date. Subsequently, the patient was revised due to infection. The ringloc bipolar and head were revised.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. D10: unknown cer sleve unknown. Unknown cer hd unknown. It was reported a patient had an initial hip arthroplasty and a few years later, underwent a revision due to infection. During the investigation process a review of the sterile certifications were not reviewed, as no product part/lot information was provided. All devices manufactured follow acceptable sterilization processes according to published iso/aami/astm & EU guidelines. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. All products manufactured follow appropriate standards, and the reported infection occurred > 90 days; therefore, implanted products are not identified as the source or contributing to the reported infection. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial right hip arthroplasty on an unknown date. Subsequently, the patient was revised a few years post implantation due to infection. All implants were removed besides the stem.